Event description:
Same case as MDR ID: 2134265-2015-00501. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and an unspecified rotawire were selected to treat the lesion. During platforming, it was noted that the wire broke in half outside the patient's body. There were no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).